Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not delivering pacing paces at the rate displayed on the screen, and the user was unable to calibrate. The status of the epg was unknown. No patient complications have been reported as a result of this event.